Event description:
It was reported that balloon ruptured occurred. The target location was located in the severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon was inflated inside the patient but was damaged and ruptured. The procedure was cancelled due to this event and local anesthesia was administered. No complications were reported, and the patient was stable.